Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tape not sticking event on 10-may-2024. The infusion set was in use for 1 day. The blood glucose level at the time of event was 171 mg/dl and patient treated it with manual injections. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).